Manufacturer narrative:
The device was manufactured from february 18, 2020 - february 19, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with 5-fluorouracil plus 0.9% normal saline to a total fill volume of 200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.